Event description:
(B)(4). No serious injury alleged. Malfunction alleged. End user alleges the chair will not take a charge and turns off within two minutes after turning on. She alleges she was stranded coming home from the store. MDR filed.